Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tenaculum forceps instrument was noted to have broken wires. The customer reported that no fragments fell into the patient. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome.